Event description:
The account alleged the hilow when lowered slightly lowers and when the hilow switch is released the hilow runs back up. No pt impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.